Manufacturer narrative:
The dcs was not returned for analysis after its use. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Access site complications, such as bleeding and rupture, are known potential adverse effects per instructions for use (IFU).

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, a left femoral artery rupture was observed at the access site after the introducer sheath and this delivery catheter system (dcs) were withdrawn. Sutures were placed but did not hold. Manual pressure was applied and a digital subtraction angiography was performed. The decision was made to perform an emergent open cut-down and repair of the vessel using interrupted sutures. Subsequent doppler and pulse assessments revealed good flow to the distal femoral artery. Blood products were transfused and the patient recovered. Per the physician, the exact cause of the vascular injury could not be identified, but may have been associated with use of the dcs. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.